Manufacturer narrative:
It was noted during the visual inspection that the pump had a failed battery test alarm and an intermittent blank display to a corroded battery cap contact. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked display window, and a cracked case near the display window corners. There was no weak battery alarm noted after the battery insertion.

Event description:
The customer reported via phone call that she had received a weak battery alarm. Customer stated that the screen went blank shortly after clearing the alarm. Customer's blood glucose was 132 mg/dl. Customer stated that she has a crack on the battery compartment. Customer stated that every time that she tightens the battery cap, it cracks further. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.